Event description:
Healthcare professional reported that approximately three months after injection with juverderm voluma xc, the patient developed "hardness and firmness" and edema in the tear troughs nd upper cheek. Injector treated with hylenex multiple times; symptoms resolved approximately two months after symptoms onset.

Manufacturer narrative:
Further information from the reporter regarding event product or patient details have been requested. No additional information is available at this time. The events of hardness, firmness and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the bath file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the fourth one with "induration" event, and the sixth one with "edema" event for this batch. The sterilization cycle is registered as conform.